Event description:
This is submitted to report the broken gripper line of cds 40606u1/11, which was found during returned device analysis, and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with a large a2p2 jet. The patient had very challenging anatomy which included scoliosis, a previous open heart surgery and rotated heart. The first clip (10360005/20) was implanted and the mr was reduced to 2-3. During preparation of the second clip delivery system (cds 40606u1/11), the clip was loaded into the clip introducer, but the clip introducer slipped and the blue portion of the tip became torn from the clip; therefore, this cds was not used. A new cds (10360005/21) was advanced to the mitral valve. Difficulty was noted during the attempt to grasp due to the anatomy and the clip became caught in the chordae, but was able to be removed. No further device was used and the procedure was completed with the implantation of 1 clip reducing the mr to 2-3. The patient was clinically stable and there was no clinically significant delay in the procedure. Returned device analysis of cds 40606u1/11 found that the gripper line was broken. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The reported tear of the clip introducer (ci) was confirmed via returned device analysis. Additionally, the gripper line was observed to be broken at the clip. It is likely that the break in the gripper line was a result of post-procedural cleaning /handling of the device and was determined to be unrelated to the reported event. Potential causes for tearing of the ci can include, but are not limited to, user technique / procedural conditions (during inspection / preparation of the device) or manufacturing anomalies. With respect to user technique / procedural conditions, tearing of the ci may be influenced by forceful introduction of the clip into the ci, failure to fully close the clip arms prior to insertion of the clip into the ci, or improper technique of sliding the ci over the clip. In this case, it is likely that the tearing of the ci was a result of the ci being caught on the gripper frictional element as a result of the sudden slippage. It is possible that the ci slipped forward as a result of a viscous silicone interaction; rotation of the ci prior to advancement of the ci can displace this viscosity and allow for smoother translation of the ci. The reported tear in the ci was attributed to procedural conditions / user technique. There is no indication of a product quality deficiency with respect to design, manufacturing, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency. The additional clip delivery system (10360005/21) mentioned, has been filed under a separate medwatch report 2024168-2014-06152.